Event description:
The physician was attempting to deploy a 2.5mm diameter x 14mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the proximal lad with 90% stenosis and moderate calcification. It was reported that the lesion was pre dilated. The device was inserted through to the left main and lad where stent dislodgement occurred. It was reported that the stent attached to the lumen of the lca in the aorta. A snare and guide wire were used in an attempt to remove the stent, however this was not successful and the stent remains stuck to the vessel wall. It was decided to leave the stent. No clinical sequelae were reported. The patient was reported to be ok post procedure. Device evaluation: the distal tip was flared and slightly damaged. The stent was not returned with the delivery system. Crimp impressions were not evident along the balloon as the balloon had been inflated. Image review: one still image was provided for review. The image confirms the presence of the dislodged stent in the aorta.

Manufacturer narrative:
Evaluation results and conclusion: (stent dislodgement). (Patient lesion morphology, 90% stenosis and moderate calcification). (B)(4).